Event description:
It was reported that there was a pcu system error code: 800.0000.0. During patient use, the pump alarmed "system failure," however, all channels continued to infuse. There were 4 channels attached to the pcu at the time of the event. On channel ¿c,¿ propofol (10mg/ml) was infusing at an ordered rate of 20ml/hr with an ordered dose of 200mg/hr. On channel ¿d,¿ fentanyl (20mcg/ml) was infusing at an ordered rate of 7.5ml/hr with an ordered dose of 150mcg/hr. There were no infusions running on channels ¿a¿ and ¿b.¿ although the channel serial numbers were provided, it is unknown which serial number corresponds with each channel. It was reported that to stop the alarming, the pump had to be manually turned off by the clinician and a new set of pumps obtained. As a result, the patient began waking up aggressively and was at risk for self-extubation. A bolus of propofol was required to keep the patient asleep while obtaining the new pump setup. There was no patient harm. Although requested, patient information was not provided.

Manufacturer narrative:
Additional information added to: d11: added concomitant. B5: revised.

Manufacturer narrative:
The report of an error code 800.8000.0 (general os failure) was confirmed in the pcu event log. Inspection: the source pcu was received with a 3rd party manufactured power cord (blue). There were no other irregularities. Log analysis results. A review of the pcu error log identified an error code 800.8000.0 (general os failure) on 05oct2020 at 6:20 pm. A review of the pcu event log identified events leading to the software anomaly. The pcu event log identified the 800.8000.0 (general os failure) is the result of the user programming boluses in rapid succession. Test results: the events prior to the 800.8000.0 (general os failure) were replicated. The replication of the steps performed by the user replicated a system failure code 255-16-275. It should be noted that though the pcu displayed a system error, the attached pumps continued to infuse at the programmed rates. The error log was reviewed, and an 800.8000.0 log entry was present. Testing reproduced the system error by programming boluses in rapid succession. The steps to reproduce the system error was escalated to software engineering. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 05/23/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 12/03/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was a pcu system error code: 800.0000.0 that occurred during an infusion. The pump alarmed "system failure," however, all channels continued to infuse. There were 4 channels attached to the pcu at the time of the event. On channel ¿c,¿ propofol (10mg/ml) was infusing at a dose of 200mg/hr, and a rate of 20ml/hr. On channel ¿d,¿ fentanyl (20mcg/ml) was infusing at a dose of 150mcg/hr, and a rate of 7.5ml/hr. There were no infusions running on channels ¿a¿ and ¿b.¿ although the channel serial numbers were provided, it is unknown which serial number corresponds with each channel. It was reported that to stop the alarming, the pump had to be manually turned off by the clinician and a new set of pumps obtained. As a result, the patient began waking up aggressively and was at risk for self-extubation. A bolus of propofol was required to keep the patient asleep while obtaining the new pump setup. There was no patient harm. Although requested, patient information was not provided.

Manufacturer narrative:
Additional information added to: short description: serious injury - pcu system error code: 800.8000.0 - pir 2012353. Complaint type: serious injury. B3 - date of event: (B)(6) 2020. E3: updated to biomed eng. G3 - other source: removed "not provided", added biomed. H6: update patient code to 2199, device code to 1112. Although requested, patient information was not provided.

Event description:
It was reported that there was a pcu system error code: 800.000.0. It was noted that the pump alarmed "system failure," however, all channels continued to infuse. It was reported that in order to stop the alarming, the pump had to be manually turned off by the clinician and a new set of pumps obtained. As a result, the patient began waking up aggressively and was at risk for self-extubation. A bolus of sedation was required to keep the patient asleep while obtaining the new pump setup. There was no patient harm. Although requested, patient information was not provided.

Manufacturer narrative:
Concomitant medical products: (2)8100; (2)8110; (2)syringe. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a "system failure" alarm and a pcu "power failure." Although requested, no additional event or patient information was provided.